Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized and treated with vancomycin injections (2gm, frequency and route not reported) to start, fortum (500mg, twice daily, route not reported) and injections of heparin (5000 iu). The cause of peritonitis was unknown. Dianeal therapy was ongoing. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.